Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a slash on the mobile power unit (mpu) cord the patient just received on (B)(6) 2025 and they received an alarm occasionally.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the mobile power unit (mpu) power cord and alarms were unable to be confirmed. The mobile power unit (mpu) (serial number (B)(6)) was not returned for evaluation. There were no photos or log files submitted for review. Provided information stated that troubleshooting was attempted. A warranty replacement was requested. The account/site/customer was unable to provide additional information as they did not recall the specific case details. No additional follow-up attempts were performed. In the event that the device is retuned for further analysis, this investigation will be reopened. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take when the alarms occur. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine inspections of all components of the heartmate 3 left ventricular assist device, including the mpu. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.